Event description:
It was reported that on november 22nd during a selenia dimensions procedure the gantry continued to rotate and didn´t stop upon command. The device was inspected and it was determined that 3 switches for the control panels had to be replaced. The parts were replaced and the system was operating as per manufacturer´s specifications. No patient injury or staff reported.